Event description:
Complainant alleged that during patient use, the autopulse® resuscitation system experienced "low run times". Customer noted that the batteries only lasted two to three minutes and then the autopulse indicated that the battery was "dead". Customer tried numerous fully charged batteries, however the issue still persisted. Customer reverted to manual CPR. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported issue of low run times could not be reproduced during functional testing of the platform using a test battery with both a test mannequin for 20 minutes and also with a large resuscitation test fixture (lrtf) equivalent to a 250 pound patient. The complaint however has been confirmed based on review of the platform archive. The archive data shows that battery management was not being followed. Specifically, there were gaps of 3 and 4 months between test cycles for battery with serial number (B)(4) which was used on the reported event date of (B)(6) 2013. The autopulse resuscitation system model 100 maintenance guide (p/n 11653-001) states: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days...never let more than a month elapse without the battery being fully charged and test-cycled. Storing a battery outside of the charger for more than a month can cause permanent irreversible battery damage". The archive data also showed that there were instances of user advisory 7 (discrepancy between load 1 and load 2 too large) on the event date. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button". Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the autopulse® has detected that the patient may be out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help prevent changes in patient alignment. Both load cells were inspected and were found to be incrementing at the same rate and performing per specification. A definitive cause for the ua 7 could not be determined based on the evaluation of the platform.